Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached while the patient opened the set out of the package. The infusions were stored in a cool environment. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The blood glucose level was 14 mg/dl at the time of the report and the location of leakage was at the site and the quick release. No further information available.